Event description:
The customer complained that a lower than expected vitros amon result was obtained from a single vitros lpv fluid using vitros amon micro slides tested on a vitros 5,1 fs chemistry system. Vitros lpv (B)(4): result of 146.0 umol/l vs. Expected result of 200.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No vitros amon patient sample results obtained over the time frame of the event were in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a single vitros lpv fluid using vitros amon micro slides tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the vitros amon contamination of the microslide incubator was not identified. Acceptable performance was obtained after ocd field service actions were performed.